Event description:
It was reported that the device was sticking at the ball joint. No patient injuries were reported.

Manufacturer narrative:
One spider 2, part number (B)(4) was received on (B)(4) 2017 and confirmed to be serial number (B)(4) . There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed that the edge of the outer rim of the dumbbell ball has worn off and the rim is no longer smooth which causes the dumbbell joint action to be stiff. The complaint was confirmed and the root cause has been determined to be worn and damaged areas along the dumbbell ball outer rim. Manufacturing records show that the device was released to distribution, new, in (B)(4) 2016. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.